Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and rep. It was reported that the patient has not complained that the shocking sensation has returned. All impedance were checked after reposition and were within normal limits. The patient said that the implant wasn't causing the feeling of zapping. It was that it was pressing on what can only be described as a nerve. The patient had surgery to place it in a different location in their body on (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain, head/neck, and spinal pain. The patient reported that the battery is zapping them whenever they have to turn on the stimulation for their migraine. They stated that they are having a migraine and can¿t turn on stimulation, because when they do, they feel a zap every 15-20 minutes. The patient added that the zapping is coming from where the implantable neurostimulator (ins) is located in their chest. They noted that they have no other setting options, and the only thing they can do is increase and decrease the stimulation. The patient mentioned that when stimulation is higher, the zapping is worse, and when they lower stimulation, the zapping is less painful. However, then it does not get rid of their migraine. The patient noted that the zapping feels like a little electric heart attack in their chest. They mentioned that they fell on their butt down the stairs about 2 months prior to the report. However, they went to the hospital to get checked out, and were fine. The patient added that they never notified their managing physician about the fall. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that patient is scheduled for an ins reposition due to shocking underneath the ins pocket site. Rep reported impedance are all within normal limits. Rep stated that the physician is going to move the ins down further. Patient and rep will follow up with the healthcare professional. No symptoms were reported. No further complications were reported or anticipated.